Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic procedure, the jaw of a laparoscopic enseal broke and half of it fell into the patient. The broken part was found, the surgeon could take it out and the patient is safe. Surgery was delayed due to the event, but was successfully completed. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences and there was no other medical intervention required.